Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, the system became unresponsive when trying to go into navigate. The system was not working when attempting to use both the mouse and the touch screen surgeon monitor. The site confirmed that the laser was showing on the mouse. The site reported that this occurred right after the instruments were plugged into the top three axiem ports. The instruments were unplugged and the system was rebooted. After the reboot, the instruments were plugged back in and the issue re-occurred. Technical services (ts) recommended attempting to use the bottom three axiem ports. After doing so, the system recovered and the surgeon was able to advance into navigation. There was no reported impact to patient outcome. There was a reported delay of ten minutes due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Coding updated to reflect system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The unit was left connected to a test system overnight and the axiem consistently tracked as intended on all ports when connected to both lemo connectors. If information is provided in the future, a supplemental report will be issued.